Manufacturer narrative:
Heartware¿ was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Referenced article: int j artif organs 2017; 00(00): 000-000, ijao issn 0391-3988, doi: 10.5301/ijao.5000626. Article name: thrombosis in left ventricular assistance device with centrifugal technology: is early thrombolysis a better solution? By: paolo centofanti, andrea baronetto, matteo attisani, davide ricci, erika simonato, michele w. La torre, massimo bottini, mauro rinaldi. This is one of six reports (MFR. 3007042319-2017-03399, MFR. 3007042319-2017-03376, MFR. 3007042319-2017-03425, MFR. 3007042319-2017-03044, MFR. 3007042319-2017-03045) submitted for the same article.

Event description:
A journal article was received that included a report of a patient who experienced a device thrombosis. This article discussed a conservative approach to patients presenting with a suspected and/or confirmed device thrombosis after lvad implantation at one institution in a retrospective review. Between nov-2010 and mar-2016, 32 patients were implanted with a vad. These patients included 14 patients with a history of idiopathic cardiomyopathy, 17 patients with ischemic cardiomyopathy and 1 patient with post-valvular cardiomyopathy. These patients were also reported to have a mean age of 59 years and 27 of them were reported to have been male. The article includes a report of one of these patients who developed device thrombosis on (B)(6) 2014 with elevated vad parameters and evidence of hemolysis. The patient was treated with thrombolysis and heparin. This treatment is reported to have been successful. As of the date of publication, the patient was reported to be alive with the device in place. The authors concluded that systemic thrombolysis with heparin was an excellent therapeutic option. Early intervention in clinically stable patients without signs of heart failure but with indirect signs of device thrombosis has led to better outcomes. Further follow up did not yet yield any additional relevant information regarding this event.

Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis; therefore, the reported event in journal article cannot be confirmed. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, high flows, incorrect setting of alarm thresholds. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information indicates that as of the date of this report, the patient continues on ongoing vad support. No further information has been provided. After further review of additional information received the following sections have been updated accordingly. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.